Manufacturer narrative:
(B)(6). The product, jelco® viavalve® safety IV catheters, were not returned. Instead, one photo was sent. The customer's reported problem was "one of the decorative boxes' label was shifted off to the left so that they could not read the barcode on it". The photo confirmed the reported event. The failure mode was determined to be a packaging fault. The root cause is related to a manufacturing issue.

Event description:
It was reported that when unpacking the shipping box (cardboard box) for picking the boxes to get ready for shipment for jelco® viavalve® safety IV catheters, the customer noticed one of the decorative boxes' label was shifted off to the left. The bar code could not be read. No patient involvement.